Manufacturer narrative:
Conclusion: the cause of death was not provided. Multiple attempts to obtain additional information have been unsuccessful. Without the return of this valve for analysis, a root cause of the event cannot be determined. However, based on a review of the device history record (DHR) for this valve, there were no non-conformances identified in manufacturing (raw materials, manufacturing time period, packaging and labeling, or the sterilization process) that could be related to this event. This device was manufactured per approved and released manufacturing processes and met all applicable manufacturing specifications prior to release for distribution. Based on the limited information received, there was no allegation that the death was related to the valve or its function nor was there any allegation that the valve contributed to the patient's death. Medtronic will continue to monitor field performance for similar events should they occur.

Event description:
Medtronic received information via a call from a physician¿s office to technical services that two weeks following implant of this bioprosthetic valve the patient expired. No further information is available.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Multiple attempts to obtain additional information regarding the cause of death have been unsuccessful. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned or additional information be received, a follow-up report will be submitted.